Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room via ambulance with pacing at 20 pulses per minute. The lead exhibited over sensing and loss of capture. The lead would be scheduled for replacement.